Event description:
The pt reported that after wearing the pod on his leg for longer than 48 hours, his site became infected. The site was red and there was also a bump note. The pod was removed and discarded. He went to see his doctor who prescribed him with keflex for his site infection. The doctor also advised him to apply neosporin and cortisone after pod removal. He stated he still has the bump and the doctor told him it should eventually go away.

Manufacturer narrative:
The product will not be returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported.